Event description:
Patient representative reported "development of anaplastic large cell lymphoma; pain and tightness in breast; hospitalization; death and other past economic and non-economic damages such as but not limited to medical care costs". Diagnostic markers were not reported thus, this event cannot be confirmed. This record is for the left side. The explant status is unknown.

Manufacturer narrative:
Since the event is lymphoma-alcl-suspected, information in h7 and h9 shouldn't have been submitted. The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphoma-alcl-suspected. Additional, changed, and/or corrected data: h1.

Manufacturer narrative:
The event of "lymphoma bia-alcl" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma bia-alcl.

Event description:
Patient representative reported "development of anaplastic large cell lymphoma; pain and tightness in breast; hospitalization; death and other past economic and non-economic damages such as but not limited to medical care costs". Diagnostic markers were not reported thus, this event cannot be confirmed. This record is for the left side. The explant status is unknown.